Event description:
Pt exhibited symptoms of low blood sugar (glassy eyes and difficulty standing). Testing with the freestyle gave a result of 110 mg/dl and 111 mg/dl. A control solution test was conducted between readings and was within the correct range. Pt's physician was contacted and during call, pt had a seizure. Family member administered glucagon shot. Paramedics were called. Testing by the paramedics yielded 124 mg/dl.